Event description:
Additional information received from a health care provider (hcp) reported an MRI was done of the patient's brain. The cause was not determined, but there was a possible loss of efficacy from stimulation. The patient was re-evaluated and their implantable neurostimulator (ins) was reprogrammed by another hcp to resolve the symptoms.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the implantable neurostimulator (ins) had stopped working a day or two following a reprogramming session on (B)(6) and the patient experienced a sudden return of symptoms. It was confirmed that there were no impedance issues. The consumer also stated that " the program was not working and after two new programs were added there was no response and the symptoms returned." The implantable neurostimulator (ins) was interrogated by the surgeon, but the patient was referred to the managing physician; the patient has an appointment next week.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.